Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol 2015-001-pro and protocol 2015-002-pro.

Event description:
It was reported that 3 dressings have melted and the layers have come apart within hours after applying.